Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was fell off while at work on (B)(6) 2024. The blood glucose level was reported 208 mg/dl. The infusion set was in use for 24 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.